Manufacturer narrative:
Additional information was added to h3, h4 and h6. Correction to b5 and d4 device information. B5: update "small volume" to "large volume". H4: the lot was manufactured from (B)(6) 2017 - (B)(6), 2017. H10: the actual device was received for evaluation containing fluid in the bladder. The luer cap was removed and no evidence of fluid was observed coming out at the distal end of the white luer. Several attempts of force prime was performed and flow was not observed coming out at the distal end of the white luer. The white luer body was subsequently disassembled and examined on the inside for signs of blockage. As a result, evidence of white crystallized drug was found blocking the fluid exit at the distal end of the capillary glass. The capillary glass is located inside the white luer body. The reported condition was verified. The cause of the crystallization could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor stopped flowing during patient infusion. It was further reported, the device ran for "three (3) days" and only 20ml 's was infused. The device had been filled with 5-fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.